Manufacturer narrative:
Event reported through this MDR has been identified while reviewing documents received as part of investigation for event reported through MDR 3005975929-2017-00328. 3rd party product revised is identified as zimmer continuum inner diameter highly crossed linked polyethylene liner with a 15 degree elevation, vitamin e cross-linked.

Event description:
Patient underwent left hip revision surgery secondary to instability and repeated dislocation. Femoral head and acetabular liner were replaced. 36+4mm femoral head replaced to 28+4mm. Acetabular system is manufactured by third party.

Manufacturer narrative:
The associated complaint device was not returned. The clinical/medical team concluded, based on the documentation, of the 1st revision, the findings are consistent with metal on metal components; however no laboratory values or pathology was provided to review. As for the 2nd revision the provided documentation did not indicate a clear cause for the report. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. We consider this investigation closed.